Event description:
It was reported that the patient's ventricular lead had a rise of impedance since implant. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was received in segments and analyzed. The proximal conductor was fractured and the defibrillation conductor was distorted. All conductors including the defibrillation conductor had blood/body fluid (not obstructed). There was blood/body fluid in the outer tubing overlay. The outer tubing was kinked/buckled, melted, torn, and had a non-electrical environmental stress crack breach. The outer insulation was breached cut and had a cosmetic depression. There was blood in/on the helix mechanism along with tissue on the helix. The lead was stretched. It cannot be determined at this time how the blood entered the svc leg.